Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as x-rays identified multiple fractures are seen involving the proximal ulnar diaphysis as well as possibly the distal humerus. Possible loosening of the ulnar component resulting in fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : remains implanted.

Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that a patient that has a series of unknown elbow revisions and plating. The patient has an ulnar bone fracture. It is unknown if the previous or initial revisions were zimmer biomet products. The doctor will not be using zimmer biomet products for the revision surgery due to timing issues. There is no further information is available.